Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-10196 and 2134265-2017-10155. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback. It continuously freezes even after restarting it again. After it froze, the clock stops and the mouse doesn't work. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The system meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-10196 and 2134265-2017-10155. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback. It continuously freezes even after restarting it again. After it froze, the clock stops and the mouse doesn't work. No patient complications were reported.